Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde balloon dilation (erbd) procedure performed on (B)(6) 2025. During the procedure, the balloon popped. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde balloon dilation (erbd) procedure performed on (B)(6) 2025. During the procedure, the balloon popped. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results- the cre pro wireguided dilatation balloon was not returned, only the original opened pouch was returned. Therefore, a technical analysis could not be performed. With the available information, boston scientific concludes that without analysis of the device, there is a lack of objective evidence, the reported event of balloon burst could not be confirmed nor ruled out. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.